Manufacturer narrative:
Results: the 3maxc was fractured approximately 32.0 cm from the hub. The 3maxc was ovalized approximately 64.0 cm from the hub. The 3maxc was damaged, and therefore, unable to be functionally tested. Conclusions: evaluation of the returned 3maxc revealed a fractured and ovalized device. If the device is forcefully removed from the packaging at extreme angles or otherwise mishandled during preparation the device may become fractured. The ovalization damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff found that the penumbra system 3max reperfusion catheter (3maxc) was fractured approximately 30 centimeters from the hub upon removal from the packaging. The damage to the 3maxc was found prior to use. Therefore, the 3maxc was not used in the procedure. The procedure was completed using a new 3maxc.